Manufacturer narrative:
No customer returns were provided for investigation. A review of the complaint text details the troubleshooting performed by the laboratory staff, which included the replacement of the pre-trigger solution and the pre-trigger level sensor. Furthermore, a review of the architect i2000sr analyzer service history identified no subsequent contacts regarding discrepant or erratic results caused by a hardware failure since the part was replaced. The review of the analyzer service history identified no contributing factors on or around the date of the complaint. Customer complaint data was reviewed and no adverse trends or systemic issues were identified. The architect system operations manual and the architect tsh reagent package insert was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect i2000sr analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect i2000sr analyzer did not generate a message when the pre trigger was empty. Decreased tsh results were generated. The customer replaced the pre trigger and repeated the samples and valid results were generated. (B)(6). The customer was using a normal range of 0.4 - 4.0 uiu/ml for tsh. There was no report of impact to patient management.